Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the insulin gauge was inaccurate. Customer's blood glucose was 121 mg/dl. Reportedly, customer loaded new cartridge and received an accurate fill estimate. Insulin delivery was resumed.